Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent right hip arthroplasty and subsequently was revised about 18 years later due to pain, diffuse edema, right foot drop, swelling, elevated ion levels, metallosis, and trunnionosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: 00786201520 ¿ versys taper stem ¿ 61082853, 00630505036 ¿ liner ¿ 61515700, 00620205422 ¿ shell ¿ 60778346. Reported event was confirmed by review of medical records noting patient to have elevated metal ion levels, metallosis and corrosion. MRI results consistent with metallosis, synovitis, attempted aspiration. Pain and inflammation, swelling. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04657.

Event description:
It was reported that patient developed swelling, limited mobility and pain in right hip. Approximately 18 years post implantation the patient underwent a revision surgery due to elevated metal ion levels and metallosis. During the surgery, trunnionosis was noted and the head and shell components were removed and replaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.